Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's age and weight are unknown. The model number was not provided.

Event description:
The advocate from (B)(6) reported that some of the customer's blood glucose readings were not being stored in the memory of the contour plus meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.